Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one tibial insert impactor tip was broken.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one tibial insert impactor tip was broken. Review of the lot history record indicates that the device was manufactured to specification. Cause of failure cannot be conclusively determined from the available information.